Event description:
It was further reported that the guide wire was in position when the balloon was inflated. The device was removed from the patient through the introducer sheath without difficulty.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device revealed that the returned balloon had evidence of being inflated. The midshaft was stretched 3mm in length, 18mm proximal from the rapid exchange (rx) bond. A slight twist was noted on the outer distal shaft 107mm from the distal tip. Microscopic examination of the returned device revealed a detached inner lumen from the distal bond. The distal end of the detached inner lumen was located just proximal to the proximal end of the blades. No bunching or damage was noted to the inner lumen. Both marker bands remained intact on the inner lumen. On further microscopic examination of the outer distal shaft it was noted that it appeared to be necked down onto the inner lumen 10mm from the proximal bond for approximately 38mm. No other damage was noted on the device. The twist and the necking down on the outer distal shaft is consistent with the device coming in contact with an object while advancing the device on the guidewire causing the outer distal to stretch. This in turn would create tension on the inner lumen and possibly on inflation, caused the lumen to detach from the distal tip. The stretch on the midshaft may have occurred on withdrawal of the device from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the marker bands did not appear to be properly positioned. The 90% restenotic lesion of an unknown device was located the moderately tortuous arterio-venous fistula (avf) shunt. During the procedure, the 4.0mm x 1.5cm small peripheral cutting balloon was inflated; however, the physician noted that the balloon was inflated distal to the distal balloon marker band. The balloon was inflated twice to 6atms. The balloon was removed from the patient without incident and the physician noted that the marker bands on the balloon did not appear to be positioned correctly. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.